Manufacturer narrative:
The technician found the left foot brake caster and the right head brake caster inoperative. The technician replaced the left foot brake caster nad right head brake caster to resolve the issue.

Event description:
The technician alleged the brake casters were not holding. No pt impact.